Event description:
Boston scientific received information that this right ventricular lead dislodged and was unable to be repositioned due to difficulty experienced in advancing a firm stylet through the lead. The lead was surgically abandoned and replaced.